Event description:
Reporter states that 30 years ago she was diagnosed with fibrocystic breast disease and underwent a prophylactic bilateral mastectomy procedure and had "meme foam-coated" breast implantation. She has followed up with her physician and has had multiple mammograms over the years. Up until 5 years ago (2012) she has had no issues. However in 2012 her right breast implant has shifted to under her right armpit. She says that she feels no pain but states that the muscle supporting the implant is now gone and her right breast feels softer. She denies any other symptoms to date. Reporter states that she is calling to request information on this device.